Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting noise resulting in episodes of inappropriate mode switch. No interventions were made, as the provider elected to continue to monitor. The patient was in stable condition.